Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The oxygen readings would shoot up very high on both probes when the compression cap was tightened. The event required device revision. No injury occurred as a result of the event. Additional clinical information requested from the reporting facility by e-mail and telephone.